Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected, functionally tested and the alarm log was reviewed. The reported condition of open door alarm was confirmed. The cause of the alarm was due to an missing door magnet. To resolve the issue the magnet was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up report will be sent.

Event description:
It was reported that a flogard infusion pump had a door open alarm. There was no patient involvement. Additional information was requested and is not available.